Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the keypad was fully intact. All keys were intermittently responsive to user presses. The keypad was removed and contamination was found under all of the button contacts. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 472 mg/dl associated with a keypad/button issue. Reportedly, the patient discontinued the insulin pump and emergency protocol was initiated. The reporter stated that the patient was treated with insulin via injection by a third party. It was reported that the ok and up and down arrow buttons were under responsive. During troubleshooting with customer technical support, it was revealed that there were alarms that could have led to an under delivery of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an under responsive issue with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.